Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the avalon cableless ECG/iup transducer produce inaccurate iup readings. No patient involved in this case. The issue was discovered while a technician was performing regular maintenance.

Event description:
The customer reported that the avalon cableless ECG/iup transducer produce inaccurate iup readings. The device was in use on a patient. There was no report of patient or user harm.